Event description:
Pt reportedly experienced rash behind pinna due to paint chips from external device. External equipment was exchanged. Physician reportedly suggested to use benadryl and anti-itch cream. It is reported that pt's rash has since resolved and pt is no longer taking benadryl or anti-itch cream.